Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell while connected to the pump and the touchscreen is now shattered and unresponsive. Customer's blood glucose level was not impacted. Contact stated that they have contacted their health care professional to obtain a back up method for continued insulin therapy.